Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, recurrent sagging, mild superior displacement implant, and dense breast tissue with preimplant fluid raising suspicion for underlying implant rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture and migration: observed, one opening assessed as fold flaw opening. ¿ visibility/palpability :unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture diagnosed by mammography, ultrasound and MRI. Healthcare professional later reported " patient developed recurrent sagging of her breast and mild superior displacement implant" and "dense breast tissue with preiimplant fluid raising suspicion for underlying implant rupture diagnosed by ultrasound". This record is for the right side. Device has been explanted.